Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was identified that the customer's basal programming was not saved. The customer requested assistance with the programming of the insulin pump. The customer's blood glucose at the time of the event was unknown. Troubleshooting was performed and the customer was assisted with the programming of the insulin pump. The customer did confirm the accurate programming of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.